Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue was due to a cable failure. The cause of the cable failure was deterioration due to water intrusion from the cable cut section. The phenomenon could be prevented by following the information identified within the instructions for use, which state: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.).this could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during preparation for use, no image was displayed on the 4k camera head. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered mechanical defective/ damaged (cut) on the cable and the water tightness test/check failed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.